Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, a21 error test, displacement test, and basic occlusion test. Analysis was unable to prime the unit during the prime/compromised force sensor system test due to force sensor resistor damage by moisture. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime anomaly. The unit's backlight feature was working properly. The unit had a bleeding lcd glass, a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, a minor scratched display window, missing end cap sticker. The unit had a rattling vibration due to the vibrator motor adhesive not adhering.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer reported that she was convulsing and the paramedics were called. The customer's blood glucose level was 15 mg/dl. The customer stated the insulin pump's backlight worked intermittently. The customer stated her doctor believed the device bolused at night and she needed a replacement. The customer was unable to troubleshoot. The device was replaced and returned for analysis.